Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The legal manufacture reviewed the customer provided cleaning disinfection and sanitization (cds) practices of the subject device and noted the following deviations form the device instructions for use (IFU): - flushing was not performed for auxiliary water channel at precleaning. - brushing was not performed for biopsy port at manual cleaning. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. However, it¿s likely the detection of bateria was a result of insufficient reprocessing due to deviation from the instructions for use (IFU). The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." ¿reprocessing manual chapter 3 cleaning, disinfection, and sterilization procedures 3.3 precleaning_ flush detergent solution and air into the auxiliary water channel (for endoscopes with auxiliary water feeding only).¿ ¿reprocessing manual chapter 3 cleaning, disinfection, and sterilization procedures 3.5 manual cleaning_ brushing the channels: while the endoscope is submerged, brush the instrument and suction channels, the suction cylinder, and the instrument channel port according to the following procedures.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on device hmi results (second sampling) and device inspection/evaluation by regional repair center (rrc) the olympus france french olympus subsidiary for hygiene microbiological investigation (hmi) performed a culture test for the device (second sampling). Sampling date ¿ (B)(6) 2023. Hmi chu country microbiological results non conform after second sampling after a second microbio sampling, including complete cds treatment in between, product still contaminated the results reported device showed a non conform results of the following: operator channel - 1 cfu/100 ml, 1 cfu/endoscope. Suction channel - 189 cfu/100 ml, 100 cfu/endoscope, detected acinetobacter species. Air/water channel - 213 cfu/100ml, 100 cfu/endoscope, detected acinetobacter species. Water jet channel - 96 cfu/100ml, 20 cfu/endoscope, detected acinetobacter species. Total - 63 cfu/100ml, 100 cfu/ endoscope. Device evaluation at rrc noted, after a visual check , it was found scratches inside the a/w and suction cylinders and k-mount . The biopsy channel found deformed. Service repair suggested to replace minimum all cylinders + k-mount + biopsy channel and perform a new microbio sampling end of the repair. Furthermore, the following findings were noted: leak at scope connector. Light guide lens rod cracked. Ccd cover cracked. A-rubber glue separated. Universal cord wrinkle. Angulation check failed. Ccd unit peeled off. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on response to follow up. Communication with the customer via repair center service business center informed that the customer rejected the repair, product sent to the end user unrepaired. Due to the rejected quotation, no microbiotest sampling done. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
The hygiene microbiological investigation (hmi) results were provided. Sampling date: (B)(6) 2023, operating channel: >1500 cf.u/100ml of enterobacter cloaca, sampling date: (B)(6) 2023, auxiliary channel: 20 cfu/100ml of pseudomonas aeruginosa, enterobacter cloacae and stenotrophomonas maltophilia. The olympus france french olympus subsidiary for hygiene microbiological investigation (hmi) performed a culture test for the device . The results reported device channel (all channels) showed a non conform results of >71 cfu/100 ml and >100 cfu/endoscope to french regulation. Device will be reprocess and a new sampling will be perform. Supplemental report will be submitted once results obtained. Below are information on customers cds checklist: cleaning, disinfection, and sterilization (cds) : notes: no patient(s) infection occurred. Aer/ewd reprocessor: tested, model name: soluscope 4, detergent name: soluscope cln, disinfectant name: soluscope paa, scope storage: drying cabinet dsc8000, brush used for manual cleaning- bwua2t, scope maintenance: by olympus, precleaning information : aspiration of water through the instrument/suction channel. Flushing channels : air/water channel, auxiliary channel. Detergent used: aniosyme x3, manual cleaning: detergent used: aniosyme x3, brushed points : instrument /suction channel, suction cylinder, scope not sterilized. Supplemental report(s) will be submitted should any relevant new information is available. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
As reported, after a microbiological routine control test on the subject medical device as required by french regulation, the user detected an unexpected contamination. The issue found during reprocessing. The customer then left the device to the olympus france (ofr) french olympus subsidiary for hygiene microbiological investigation (hmi) for further investigation. No report of any contamination or any patient injury or patient infection to which this medical device could have been a contributory cause. No user injury reported.